Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was not reported. The patient was hospitalized and treated with "several" unspecified antibiotics (ongoing) for the event. At the time of this report, the peritonitis event was ongoing. It was reported that pd therapy was discontinued and the patient was transferred to hemodialysis due to unresolved peritonitis. The reporter declined to provide additional information.